Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented for a device change out due to eri. The patient had complaints of pain. Satisfactory hv lead impedance and insulation damage near the terminal pin was noted. Medical adhesive was applied over insulation damage and a suture sleeve to repair the damage and the lead was sutured in place.